Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery has been draining down overnight to 80%, then the next morning, their ins battery would drain to 50%, and that the issue started just recently in the last week or so ago. Patient added that they charge their ins every night and that the last time they fully charged their ins, they thought their ins should reach 100%, but didn't seem to be doing that. Patient confirmed that they checked using their handset to confirm that they had an excellent connection and that they check the green light on the wireless recharger (wr) and confirmed that their ins was full when the green light goes off. Agent reviewed recharger general use extensively. During the call, agent also walked patient through connecting to their wr and ins via recharger app, then patient confirmed that they were charging normally. Agent then reviewed general therapy information, wr best practices and recharge interval information, then redirected the patient to their hcp to further address their concern about recharger intervals.